Event description:
An optometrist reported that a pt who had complained of discomfort in their right eye after sleeping in their lenses had been referred to an ophthalmologist. The optometrist observed an ulcer plus infiltrates about 1-2mm in diameter at 10:00 position, presumed to be infectious. Photophobia and moderate pain present. The ophthalmologist examined the eye and confirmed the optometrist's observations noting infiltrates, aqueous flare possibly iritis. Treatment was prescribed and pt was given a one week follow up visit. No culture performed due to location in the stroma. Current visual acuity unknown at this time. Lens & lot number not available for eval. No further info available at this time.